Manufacturer narrative:
The company service representative examined the system and replaced the footswitch interface pcb. The system was then tested and met all product specifications. Yearly preventative maintenance was also performed during this visit. No samples were returned for eval. (B)(4).

Event description:
A nurse reported during set up, the system displayed a message and the system could not read the footswitch. No pt involvement.